Manufacturer narrative:
(B)(4). Broken blade. Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 8.76 mm from the top of the outer tube. The remaining portion of the blade was noted to be scratched and gouged. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during an unk procedure. The device had a broken blade. Case was completed with a like device and no pt consequence.